Manufacturer narrative:
Correction: this report is to retract 2017865-2020-12050, submitted on 21 aug 2020. This report was erroneously submitted. Additional information received noted that the device was explanted as part of an elective replacement.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented with an atrial lead dysfunction. Lead was explanted and replaced on(B)(6) 2020. Patient condition was stable after the procedure.